Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a failure of osseointegration and was explanted.

Manufacturer narrative:
Additional information includes: sections a1, a2, a3, a4, a5, a6 not provided. No information indicated. Section b6 not provided. No information indicated. Section d4 not provided. No information indicated. Corrected information includes: section d3 typo in establishment name corrected. Section g1-2 typo in establishment name corrected.

Manufacturer narrative:
Follow-up submitted to report device evaluation. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.